Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19mm graftmaster covered stent was advanced to treat an existing perforation caused by another device in the moderately calcified, heavily tortuous left anterior descending coronary artery. The graftmaster failed to cross the perforation due to the anatomy. A 3.5x19mm graftmaster covered stent was implanted to successfully seal the perforation. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Event description:
It was reported that the 2.8x19mm graftmaster covered stent was advanced to treat an existing perforation caused by another device in the moderately calcified, heavily tortuous left anterior descending coronary artery. The graftmaster failed to cross the perforation due to the anatomy. A 3.5x19mm graftmaster covered stent was implanted to successfully seal the perforation. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.